Event description:
The device was loaded with the yellow packing tab in place. It was then removed (inserts were used from bioenterics) and handed to the surgeon. The stapler was fired on the stomach. When the black knobs were pulled back, the jaws did not open. The instrument had to be cut out of the pt and the gastrotomy hand sewn.